Event description:
Asku

Event description:
Per the patient's clinic, the device was explanted due to facial nerve stimulation. The patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
(B)(4).